Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that it was delivering lower than set peep (positive end expiratory pressure). Additionally, the device displayed the patient circuit disconnect alarm. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of it displaying the patient circuit disconnect alarm and delivering lower than set peep (positive end expiratory pressure) were confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the ift.